Event description:
Information received from the field does not address the patient's clinical status but notes that post-implant, lead impedance was >2500 ohms and loss of capture was observed. When the pocket was opened, fluid was found in the connector header. The atrial lead was repositioned and the connector header was cleaned. The pocket was closed and normal function ensued.